Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, the telescope assembly was not able to properly pull back, advance, or retract. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Ic windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected to view an unspecified vessel. However, it was reported that lost image occured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint area of the device.